Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retraction issues. The following information was provided by the initial reporter: monday this week and now today I have received reports that the bd insyte autoguard 20g needles are not retracting when the button is pushed. Or they do retract after a delay or they very slowly are retracting. Event date is 1/13 and 1/15.

Manufacturer narrative:
Investigation results: the complaint of delayed needle retraction was confirmed from the physical samples that were provided for investigation. Twenty-eight representative 22g insyte autoguard device from lot 4290664 were provided for investigation. A functional test showed that the retraction time of some samples exceeded the specification limit. A trend was identified for complaints of delayed needle retraction and a CAPA was opened to address this issue. The appropriate manufacturing personnel were notified of this complaint. All needles fully retracted; therefore, the complaint of needle retraction failure was not confirmed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.